Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint. The end user had reported that the dowel pin was sheared, but after further investigation it was determined that the dowel pin was not sheared and was only slightly recessed into the housing and had no effect on the stuck occlusion. The issue of the stuck occlusion knob itself will be investigated on the related complaint (B)(4)/ MFR #1828100-2023-00033. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a stuck occlusion knob. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to (B)(4)/ MFR #1828100-2023-00033.